Event description:
It was reported to vyaire that the bellavista stopped working properly in high flow mode and the patient was close to saturation. After switching off the device briefly in standby mode and switching it back on, the flow worked as normal, and the patient's spo2 value stabilized. No patient harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: no failure detected. Unit functioned as designed. External o2 supply got interrupted which trigger the o2 supply failure which in turn reduce the o2 level. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.